Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and charging cable. The customer's blood glucose level was 435 mg/dl. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.